Event description:
It was reported, the tip of the electrosurgical knife was suddenly missed midway through the procedure. The issue occurred during a therapeutic endoscopic submucosal dissection and the same product was used for procedure completion. The fallen tip was never found and was not retrieved. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the following mechanisms below: 1) due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. The high-frequency output was set too high the electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2) high heat might have been locally applied to the electrodes and tip. The tip melted and cracks developed. The fixing strength of the adhesive securing the chip decreased. 3) during handling, such as tissue incision or tip wiping, a force was applied to the cracked area, leading to the breakage and detachment of the tip. However, the root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps." "Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip." "Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation" olympus will continue to monitor field performance for this device.